Manufacturer narrative:
Eval summary: the reported event could not be confirmed. Neither the product nor the packaging was returned for eval. The review of the device history records of the locking screw revealed no discrepancies in the packaging process. No discrepancies were detected during risk analysis review. The device was not available for investigation because it was discarded in the hospital. As neither the product not the packaging was returned a physical investigation could not be carried out. The event may rather be linked to inadequate user handling during opening the tyvek lid of the packaging. This is the first complaint regarding this event and article family.

Event description:
During surgery, it was found upon opening the package that the screw adhered to the lid and came out with the lid, thus the sterility of the screw was compromised. Another screw was used. There was no adverse outcome or delay in the surgery due to the surgery.